Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the bowel grasper instrument cable broke at the distal end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cables were broken at the wrist. The instrument was non-intuitive as a result. Failure analysis also observed that the main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .023 - .114 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.